Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed during resuscitation. This is all the information provided at this time. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
A zoll medical approved service provider evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed significant artifact as well as ECG loss. The log shows that the connection between the patient and the pads were compromised, as evidenced by significant artifact and ECG signal loss during CPR. The pads used during the event were not returned for evaluation. It's noteworthy to mention there are multiple factors outside of a device malfunction that could contribute to this condition. Some include, but are not limited to motion artifacts, poor contact between the pads and the patient's skin, poor contact between the multifunction cable and the adapter, patient skin condition, or an issue with the accessories. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.